Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable event is that the leakage occurred due to a cut in the cable, and the wobbling and rust or corrosion found on the coupler unit indicate that the malfunction cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited water leakage, wobbling was found in the coupler, the telescope was difficult to connect to the coupler unit, and rust or corrosion was present on the coupler. There was no patient involvement.